Manufacturer narrative:
On 27-feb-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed.it was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced heart block that required a pacemaker insertion.device evaluation details:the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures.visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation.a manufacturing record evaluation was performed for the finished device batch number 31493397l, and no internal actions were identified.no malfunction was observed during the product analysis. The root cause of the adverse event and the steam pop remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade.as part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced heart block that required a pacemaker insertion. During the last ablation lesion in the procedure, there was a steam pop and the patient went into complete heart block. A temporary pacer was placed. The patient was admitted for observation. Patient was observed overnight with the temporary pacer in place to see if av (atrioventricular) node recovery occurred. Patient received a permanent pacemaker the following day. There was no indication of an impedance change during the ablation lesion. The ablation lesion only lasted 15 seconds. The medical team had burned the slow pathway several times with good junctional beats, post tested and the physician wanted to burn on more time. This last lesion is where the physician felt and heard steam pop. The generator was used under power control mode. The noted power was 30w, impedance was in the 80s-90s with no dramatic spikes.